Manufacturer narrative:
Suspect lot r18d22014 or lot r18e03037. (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel set leaked. It was further specified that the tubing was compromised where the blue clamp was placed. Once the clamp was opened, chemotherapy began pouring out of the hold in the tubing where the clamp had been. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The suspected lot # r18d22014 was manufactured on april 23, 2018. The suspected lot # r18e03037 was manufactured on may 04, 2018. The device was received for evaluation contaminated with chemotherapy. Due to the nature of the sample the reported condition was not possible to identify during visual inspection nor could further testing be performed. Therefore, the reported condition could not be objectively refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.